Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to an unspecified reason. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025 as the patient experienced vertigo and decided to pursue a vestibular implant. Updated device analysis report attached.

Manufacturer narrative:
Device analysis report attached.